Manufacturer narrative:
No product returned for evaluation. Should new information become available, a followup supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Reportedly, the customer's blood glucose level was 242 mg/dl; however, customer stated that elevated blood glucose level was not due to cartridge alarm 19. Customer also reported eating a large meal. Customer was able to reload the cartridge successfully.